Manufacturer narrative:
(B)(4). Lot 17c026 was manufactured march 13, 2017 ¿ march 16, 2017. The device was received for evaluation. Upon receipt, visual inspection on the folfusor unit via the naked eye noted white crystallized drug powder located at the blue winged luer cap. The blue winged luer cap was noted to be slightly untightened. According to the drug label affixed on the returned unit, drug 5-fu was filled in the unit. Drug 5-fu has a tendency to transform into white crystallized powder when a leak has occurred. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the unit was being monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had leaked. White powder was observed in the yellow protective packaging which houses the folfusor pump. The device was filled with 3600mg fluorouracil diluted in 115ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.